Event description:
It was reported that this pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) leads. It was noted that both leads were attached to adapters in order to move the device to the right side, so that the patient could shoot guns. Both leads were surgically abandoned, the adapters were explanted, and the plan was to place a new implantable lead in the ra port. When the new implantable lead was placed in the rv port, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and a new pacemaker connected to the new leads without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.